Event description:
It was reported that, during transport, this 980 ventilator shutdown. The patient was bagged and placed on an alternate ventilator with no injury reported. Although it was reported as ventilator shutdown, a review of the diagnostic logs indicates the device entered backup ventilation.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, during transport, this 980 ventilator shutdown. The device was available for evaluation. A review of the system logs showed there was no indication that there was a loss of ventilation while in use on the patient; however, there was evidence that the ventilator entered back up ventilation at the time of the event. The medtronic service engineer (se) inspected the device and found the device failed est (extended self test) with air psol (proportional solenoid) leak exceeded limits error message. To address the issue, the se replaced the air psol. The ventilator passed all tests and calibrations at time of service. The likely cause of the event was isolated in the field to a potential fault in air psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to section h6 device evaluation conclusion and component code (due to part return), section d9 updated due to part return h3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, during transport, this 980 ventilator shutdown. The device was available for evaluation. A review of the system logs showed there was no indication that there was a loss of ventilation while in use on the patient; however, there was evidence that the ventilator entered back up ventilation at the time of the event. The medtronic service engineer (se) inspected the device and found the device failed est (extended self test) with air psol (proportional solenoid) leak exceeded limits error message. To address the issue, the se replaced the air psol. The ventilator passed all tests and calibrations at time of service. One air psol was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. No fault found in the returned air psol. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.